Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a btl during mesh implantation.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.